Manufacturer narrative:
(B)(4). Date sent: 3/1/2024. Additional information was requested, and the following was obtained: what were the indications for surgery? Diverticulosis. Did the patient receive any preoperative chemotherapy or radiation? Was not stated but do not believe so. Were there any issues experienced with the device in the initial surgical procedure? No. What is the nurses experience with the device? Nurse and team are experienced with device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle-to-lower. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Check mark and full donuts. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. Yes. Full donuts. Were there any issues noted with staple formation? If so, please describe the shape and location. No. What was the total estimated blood loss (ml)? Not noted. Was a transfusion required? No. How was the bleeding addressed? Surgeon monitored post operative. What was the pre and postoperative anti-coagulant and pain management protocol? Surgeon did not explain entire pre/post op procedure, however he noted that he did not change anything from his normal pre/post protocol. Was the bleeding intraluminal or extraluminal? Unknown ¿ likely intraluminal due to appearance in stool. What is the current patient status? Patient described as okay.

Manufacturer narrative:
(B)(4). Date sent: 2/6/2024. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection that two days post-op there was medium to dark oozing blood in the stool and again two days later. Patient remained in the hospital for an unknown extended time. Patient currently doing ok.

Manufacturer narrative:
(B)(4). Date sent: 4/11/2024. Additional information received: per the surgeon, during the point of the surgery the staple line is looking good most of the time but there have bleeding after surgery. The surgeon has been hand sewing. The surgeon does tighten according to the device instructions.

Manufacturer narrative:
(B)(4). Date sent: 6/26/2024 additional information received: in august surgeon had patient that bled in pacu and it was addressed by placing a clip on it. Surgeon is pleased with the thickness of the donuts produced by the powered device. He is seeking insight on the leak issues experienced. He had been noticing a little more oozing with the powered stapler. Started examining his technique to determine if that was the issue. Did not identify anything. Their practice is to always look at anastomosis with flexible sigmoidoscope intraoperatively and add additional stapling if needed. He was still experiencing the leak after performing these tasks. In effort to address, they switched to the black stapler and have not had the issue experienced previously. They switched to the manual stapler (black), waited the 30 seconds and have not been experiencing the oozing. Since using different stapling system with the minor adjustments, they haven¿t had issues with leak/bleeding where they have had to add clips. Was there a possibility of crossing staple lines? Per the surgeon, since these are mostly diverticulitis patients, they ensure they are in good tissue range prior to firing. He takes care in mobilizing and placement of the tissue. Was there more oozing with power vs. Manual stapler? Yes, had more significant bleeding with powered vs. Manual. Was anything done different? No, try not to over tighten. No noted issue with tightening the tissue. Moved to manual and waited the 30 seconds. Not sure if they had practice that with the powered. Are procedures lap, robotic or open? One more than the other? 70% robotic, 30% open. No lap.